Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. No repair was required. The fse inspected the connector area, and cleaned the device. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name in (B)(6).

Event description:
It was reported that during therapy using trp3546, the cs100 intra-aortic balloon pump (iabp) alarmed ¿optical sensor module failure¿. Although the intra-aortic balloon (iab) was replaced, the same alarm generated. The sensor connecter was disconnected, and transducer was used to measure artery pressure to continue therapy. No patient injury was reported.